Event description:
During troubleshooting, the customer reported missing elements of the screen display of the compact plus system. No adverse event reported. A request was made for the return of the system, replacement was sent.